Event description:
It was reported that the implantable pacing lead (ipl) exhibited high short v-v counts. No intervention was performed, and the ipl remains in use. Technical consult recommended patient monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).